Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty collet and bad tube lifter sensors in the reported problem area of the pipetter assembly. The fse replaced the tube lifter assemblies and cleaned the collet. The instrument was inspected, tested without further problem, and returned to service.